Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. Approximately 200 samples were returned, upon evaluation, 12 defective samples were found confirming customers' indicated failure mode of foreign material on sample cups. Bd was not given and was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Unconfirmed complaint. Without a lot number, an absolute root cause was not able to be determined. Increased precautions for grease contamination were implemented on affected production station.

Event description:
It was reported that there was an appearance of a moldy foreign material on a 120 ml bd vacutainer® plastic urine collection cup. No serious injury, blood to mucous membrane exposure or medical intervention was reported.